Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient claimed the leads were burning her skin. The patient had healed/healing wounds in the mid low back area. The doctor did not believe that this was stimulation related. The patient wanted no action taken because they cannot live without the stimulator as it is. The device was reprogrammed and achieved best stimulation in months in not years. The patient was thrilled with the new patterns. Impedance testing was performed.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6)2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).